Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that an implant (tsvbw16) was removed due to bone loss at tooth location 3.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 16mm (tsvwb16) was returned for investigation attached to an unknown restoration. Visual inspection of the as returned product identified a notable amount of wear and debris about the implant threads, vent, and collar. The product matched print specifications where measured against drawing pd-tsvwb16 rev l (digital caliper; cal 3736; (B)(6) 2019). It is noted that the patient has a history of smoking, which could contribute to the medical event. The reported product was located on tooth site 3 and used for approximately 13 years. The customer has provided an x-ray of the device, and it was determined that bone loss is evident per sme evaluation. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvwb16 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA /hhe/d/ie/product holds for the reported product. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (tsvwb16). Therefore, based on the available information, device malfunction has not occurred based on review of the returned product. However the reported event was confirmed through review of the returned x-ray. Additional PMA/ 510(k): k011028, k013227.

Event description:
Additional information confirmed that implant to be tsvwb16. Lot # remains unknown.